Manufacturer narrative:
The insulin pump had intermittent down arrow button due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently responsive act button. The blood glucose reading was 172 mg/dl. The customer stated that she had to press the button 5 to 6 times and hold it down before getting any response. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.